Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6), 2017, it was reported that the graft came out in spaghetti form instead of being meshed which caused an issue with wound coverage. On (B)(6), 2017, it was clarified that the issue occurred (B)(6), 2017 during surgery. There was no medical intervention or additional surgical procedures needed and there was no adverse effect associated with the failure. The harvested graft was not usable and no additional graft was taken. The blade was placed properly for use and the dermacarrier was at room temperature during use. Another device was not used to complete the surgery and there was no extension or delay to the procedure. The device has not been repaired by anyone other than zimmer biomet and the surgical technique for the product was utilized. On (B)(6), 2017 it was further clarified that a wound vacuum was used after the graft came out in spaghetti form instead of webbed form. The customer returned a meshgraft ii device, serial number (B)(4), for evaluation. Zimmer biomet surgical has not previously repaired/evaluated meshgraft ii serial number (B)(4) as documented in the repair reports in livelink. The device history record (DHR) review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Initial qa inspection of the meshgraft ii on (B)(6), 2017 revealed that the device met all test and calibration requirements. Repair of the meshgraft ii was performed by zimmer biomet surgical on (B)(6), 2017 which included replacement of the cutter. Meshgraft ii, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event ¿the graft came out in spaghetti form instead of being meshed which caused an issue with wound coverage¿ was not confirmed since during initial inspection the device functioned as intended. The reported event was not confirmed since during initial inspection the device functioned as intended. The reported event was not confirmed since the device functioned as intended during initial inspection; hence, a root cause cannot be determined. There were no other issues with the device. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Meshgraft ii, serial number (B)(4), was repaired, tested and returned to the customer.

Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete. Received; however, not yet evaluated.

Event description:
It was initially reported that the graft came out in spaghetti form vs webbed which caused an issue with wound coverage. Additional information received february 13, 2017 confirmed the event took place during surgery and that the harvested graft was not useable; however, no additional graft was required.